Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the alarm. The customer to revert to manual injections for insulin therapy. Customer's blood glucose was 100-311 mg/dl.